Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months.  The device is expected to be returned for evaluation. It has not yet been received. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017, pump stoppages were occurring. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple low flow, low speed, drive line disconnect, and pump stop alarms while the lvad was connected to the power module. On (B)(6) 2017, the manufacturer's technical services representatives performed a percutaneous lead (driveline) replacement. On (B)(6) 2017 log file analysis revealed additional pump stops. On (B)(6) 2017 the patient's pump was exchanged. No additional information was provided.

Manufacturer narrative:
Additional information - the pump was returned for investigation on 20apr2017. Device evaluation: the report of speed drops and pump stops while connected to power module support was confirmed based on the evaluation of the returned pump. A section of the pump's driveline, approximately 17 inches long from the connector, was returned for evaluation after a driveline repair on (B)(4) 2017. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. No damage to the silicone sleeve layer, bionate layer, metal shielding, or wires was observed. The driveline wires were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The pump was returned for evaluation after a pump exchange. The pump had been exposed to fixative prior to being returned. The pump was returned assembled. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned. The pump was returned with the driveline severed approximately 11 inches from the pump housing, and the severed portion of the driveline was also returned. A driveline repair site was present on the severed portion. The repair site was disassembled and no problems were found. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. Minor distortion to the bionate layer was identified at approximately 9 inches from the pump housing. Breakdown of the metal shielding was identified at approximately 9 inches from the pump housing. Visual inspection identified a breach in the insulation at approximately 9 inches from the pump housing on the yellow wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying yellow wire conductor was exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of the yellow wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.